Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible behind the display screen. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display lens. The pump casing was found to have cracked and a leak test showed the pump was leaking where the crack was located. The pump powered up with the audible and vibratory features. All the buttons responded properly. The display was not clear and legible due to the moisture intrusion. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior.